Event description:
General report received of an unspecified number of undocumented incidents of the silicone sleeve of the clave secondary ports remained in the depressed position. On unspecified dates, the primary tubing sets were being used to deliver unspecified medications, at unspecified rates, via plum pumps. At unspecified times, the male adapter of needleless valve connectors connected to unspecified secondary tubing sets were connected to the clave secondary port on the cassette of the primary tubing sets for piggyback deliveries of unspecified chemotherapeutic agents. After unspecified lengths of time, the customer contact reported that the nurses disconnected the needleless valve connectors from the clave secondary ports. At this time, it was reported that the silicone sleeve of the clave secondary ports remained in the depressed position. There were no reported adverse pt effects and no reported delays of therapies critical to these pts. No medical interventions were required. Though requested, no add'l info was provided, including if the tubing sets were replaced and the therapies were resumed.

Manufacturer narrative:
The customer contact indicated the devices were discarded. During the investigation, no possible causes for the customer reported silicone sleeve of the clave secondary ports remained in the depressed position were identified. The devices were not returned to hospira for testing and investigation; therefore, attribution of the issue to the devices could not be determined. This report represents all the info known by the reporter upon query by hospira personnel.